Manufacturer narrative:
Checking the manufacturing charts, no pre-existing anomaly was discovered in the (B)(4) items belonging to the lot number 22at1yh, sterilization (B)(4). The manufacturer will submit a final MDR as soon as the investigation is complete.

Event description:
Revision surgery performed on (B)(6) 2025, due to glenoid loosening. It was implanted a third-party glenoid component. The following component was removed and replaced with a new smr retentive liner: - smr reverse liner + 3 mm (part code 1360.50.815, lot number 22at1yh, sterilization (B)(4)). Previous surgery took place on (B)(6) 2024. The patient is a female, date of birth (B)(6) 1952. The event happened in the united states.